Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 10 months. The patient remains on lvad support. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6). It was reported that the patient presented with elevated lactate dehydrogenase (ldh) 800 u/l level, plasma free hemoglobin 25 mg/dl and no any signs of heart failure or hematuria. There were no power elevations observed. The patient continued to be evaluated. The patient was treated with heparin infusion. The patient is now at home and stable.

Manufacturer narrative:
The device remains in use supporting the patient and was not available for evaluation. A specific cause for the reported elevation in the patient¿s lactate dehydrogenase (ldh) level could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.